Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they loaded the reload to the stapler intra-operatively, when executing the firing, the green button did not work and was not able to press it. The surgeon squeezed the handle it was loose, and the stapler did not fire. They replaced the stapler and it worked correctly.